Manufacturer narrative:
Prime alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, occlusion test and no delivery test due to a33 alarm. Insulin pump had minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that the device alarmed compromised forces sensor alarm. Customer's blood glucose was unknown. Insulin was squirting out during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.